Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70. Serial/lot: (B)(4). Description: infinion cx leads. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients system was explanted due to inadequate pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial / lot: (B)(4), description: infinion cx leads.

Event description:
A report was received that the patients system was explanted due to inadequate pain relief.